Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain") and device dislocation ("migration: right side of coil extended from right lateral cuneal") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required) and heavy menstrual bleeding ("menorrhagia"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2022. The reporter considered device dislocation, heavy menstrual bleeding and pelvic pain to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain") and device dislocation ("migration: right side of coil extended from right lateral cuneal ") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required) and heavy menstrual bleeding ("menorrhagia"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2022. The reporter considered device dislocation, heavy menstrual bleeding and pelvic pain to be related to essure administration. Quality-safety evaluation of ptc: for essure: the complaint reason is a known phenomenon for this product and is taken into account in the device risk assessment. Trend analyses of the complaint reasons are reviewed regularly. The trend analysis shows that none of the cases where these medical events were reported were associated with a confirmed quality defect based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain") and embedded device ("migration: right side of coil extended from right lateral cuneal of the uterus into the myometrium") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of menarche, parity 2 and gravida ii. Concurrent conditions were listed as painful periods, prolonged heavy periods (her periods at present last at least 5-6 days with the 1st 3 days of each exceedingly heavy with overflows despite the wearing 2 pads and severe cramping), left lower quadrant pain, menstrual discomfort, pelvic pain female and menorrhagia. The only concomitant product mentioned was nsaids for analgesic therapy. On (B)(6) 2012, the patient had essure inserted. . On unknown date she experienced pelvic pain (seriousness criterion intervention required), embedded device (seriousness criterion intervention required), heavy menstrual bleeding ("menorrhagia") and device dislocation (" the left essure device is not identified"). The patient was treated with surgery (laparoscopic total hysterectomy, bilateral salpingectomy. ). Essure was removed on (B)(6) 2022. The reporter considered device dislocation, embedded device, heavy menstrual bleeding and pelvic pain to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [smear cervix] in 2017: showed normal cytology but high-risk hpv testing was positive [ultrasound pelvis] on (B)(6) 2022: shows the uterus is anteverted and normal size at 9.2 x 5.7 x 4.7 cm. The myometrium is described as homogeneous. The endometrium measures 11.8 in combined thickness. A right sided essure devices seen extending from the right lateral cornua of the uterus into the myometrium. The left essure device is not identified. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-mar-2024: medical record received. New event device dislocation added. Previous event device migration has been updated tp device embedded. Lab data added. New reporter , essure removal surgery name updated historical conditions & concomitant drug are added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.